Manufacturer narrative:
On 10/23/2020, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician noticed an increase to the patient¿s heart rate, which caused a drop-in blood pressure and consequently the patient was no longer hemodynamically stable. For this reason, the physician cardioverted the patient and performed and echocardiography to investigate a potential pericardial effusion which was then confirmed. Patient¿s blood pressure was monitored, and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. The patient was then moved to the intensive care unit for monitoring. Extended hospitalization was not required. Patient had fully recovered from the event. Device evaluation details: the device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on carto 3 system and no anomalies were observed. Then, stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device with lot number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the device was in good conditions. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician noticed an increase to the patient¿s heart rate, which caused a drop-in blood pressure and consequently the patient was no longer hemodynamically stable. For this reason, the physician cardioverted the patient and performed and echocardiography to investigate a potential pericardial effusion which was then confirmed. Patient¿s blood pressure was monitored, and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. The patient was then moved to the intensive care unit for monitoring. Extended hospitalization was not required. Patient had fully recovered from the event. The physician is not sure about the causality of the event. Transseptal puncture was performed with a brk2 st. Jude medical transseptal needle. There was no evidence of steam pop during the ablation. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm for 5s. The catheter irrigation was standby flow 2ml/min ¿ low flow 8 ml/min and high flow 15 ml/min. No additional visitag filters were used. No error messages were displayed on any bwi equipment.